Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a unknown reason. The patient underwent surgical intervention to remove the device. The device was replaced with a non boston scientific device. No additional adverse patient effects were reported.